Event description:
It was reported that the patient presented with a peri-prosthetic femur fracture. Explanted stem and head and replaced with stem and head.

Manufacturer narrative:
The sales rep confirmed that no additional information was available. The root cause of the peri-prosthetic femur fracture could not be determined with the limited information provided.